Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred and the customer went to the emergency room with a blood glucose (bg) level of 365 md/dl and ketones. The customer was treated with intravenous saline and insulin and released on (B)(6) 2022 with no permanent damage . The customer reverted to manual injections for insulin therapy.